Event description:
The handle of the collinear reduction clamp broke. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The handle of the collinear reduction clamp was broken when received for evaluation. The handle broke off due to wear and tear or forcible use. The toothed tip was bent and broken off pikes caused by wear and tear. The device met fully to our specification at the time of manufacturing in april 2005. No product related fault was found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues.